Event description:
It was reported that during a routine device change out procedure, the right atrial lead was noted to be fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.